Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: necessary clarification: it was documented that the event occurred ¿intraoperatively¿. Then it was reported that the patient was reoperated with a competitor device. Was the initial procedure completed and then was the patient taken to the operating room for a second operation? No. Or did this all occur within the initial procedure where the competitive device was used to redo the resection? Within the same procedure what were the indications for surgery? I do not know. Did the patient receive any preoperative chemotherapy or radiation? I do not know. Was this the initial shot or was the device reloaded? Initial shot. If recharged, what is the scrub experience when recharging the device? If it recharged, was there any difficulty charging the device? If refilled, what did you do to make sure the cartridge was seated before closing the device? When was the staple retention cap removed? Before its introduction into the patient what steps did the surgeon take to ensure that the tissue was evenly inside the jaws? All possible, the colon was well isolated. Was it difficult to close the device? Not. Was the device closed and repositioned several times before firing? Not. Was the device difficult to fire? Not. Was the distal section completed in one or more shots? A shot was fired at first, but the device had no staples in its load. Can you provide more information on the basic shape? Not. What is the current status of the patient? He is okay.

Event description:
It was reported that the device doesn´t work. It cut, but doesn´t staple. The doctors searched the staplers in the surgery field, but they don¿t stay there and not in the device. There was a delay to the surgery and the patient was re-operated with a competitor device. Procedure: colon resection

Manufacturer narrative:
(B)(4). Date sent: 08/23/2021. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 06/22/2021.